Event description:
This customer reported that artifact interrupted the AED analysis during a pt event. The customer has stated that the pt did not have a shockable rhythm and that CPR was continued.

Manufacturer narrative:
(B)(4). This customer reported that artifact interrupted the AED analysis during a pt event. The customer has stated that the pt did not have a shockable rhythm and that CPR was continued. Additional information has been requested to confirm the pt outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.